Event description:
The customer reports that the "day" icon is missing on the accu-chek compact plus meter. This was discovered during display check with the accu-chek call agent. No reported actions taken or treatment rendered. No adverse event reported. New system sent and return requested.